Manufacturer narrative:
The raider guidewire was returned for evaluation along with another guidewire of an unknown identity. Both guidewires had distal section separations, and these separated sections were entangled. The two wires were untangled and further examined. The raider was separated approximately 3cm from the distal tip. The distal solder of the raider was intact; as well as the other three solders on the distal section of the raider. The core wire, however, was broken, and the coil was unraveled. The polymer jacket was separated in multiple locations along the raider guidewire, further exposing the coil. The unknown guidewire has a smaller diameter and appears to have a tapered tip. The distal solder looked to be intact. The core wire was found to be separated with the coils unraveled. Images of the raider and the other guidewire were sent to the supplier for evaluation. A manufacturing record review was completed and confirmed no abnormalities were present. The device therefore met material, assembly and performance specifications and was damaged due to the operational context.

Event description:
Reported as "device broke". Multiple attempts were made to gather additional information, but no further information was provided.